Manufacturer narrative:
The customer's allegation was confirmed. The device evaluation found: clogged advanced diagnostics found detached channel, the scope was boroscope and the foreign object is inside the suction port. The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, the flex video scope brush (foreign material) broken in scope aux water port. The issue occurred during a therapeutic procedure. There were no reports of patient harm.

Event description:
Additional information received from the customer reported the brush got stuck after the procedure was over. When the technician was brushing the scope in the reprocessing room, the brush got stuck. When they pulled on the brush, it snapped off. The scope was reprocess in the automatic endoscope reprocessor and then tagged as do not use. The scope was not used on a patient when the brush stuck inside.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information from the customer and the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 11 years since the subject device was manufactured. The device was returned to olympus for inspection, and the customer's complaint of a brush broke off in the auxiliary water port was confirmed. Based on the results of the investigation, it is presumed that the event occurred due to the customer using the orange brush immediately before reprocessing the scope. The events can be detected and prevented in accordance with the following IFU: IFU states that detection method in gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection. IFU states that preventive measure in gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope. If additional information becomes available at a later date, this report will be supplemented. Olympus will continue to monitor field performance for this device.